Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the expected therapy time was 24 hours. The device had been filled with docetaxel, oxaliplatin, leucovorin, and 5-fluorouracil (flot) to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4 and h6. H4: the lot was manufactured from september 3, 2019 - september 4, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.